Event description:
It was reported by customer that in cardiosave intra aortic balloon pump (iabp) green connection was loose, causing the unit, not to slave to another monitor during setup. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.